Manufacturer narrative:
This device is used for treatment, not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the pump and the driveline extension cable were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported increase in power event could not be confirmed via functional testing but was replicated through supplemental testing performed with air inside the returned pump. Analysis of the devices revealed that the devices passed visual examination and functional testing. The driveline extension cable was able to connect properly at both ends with no electrical fault alarms logged during the pre-implant wet test. Review of log files revealed an electrical fault alarm logged on (B)(6) 2018 due to rear stator not being connected. However, no high watt alarms were logged within the analyzed period during the pre implant wet test. As a result, the reported electrical fault alarm was confirmed. Considering that the returned pump met pre-implant test power consumption requirements per IFU, the reported increased power event can be attributed to hydrodynamic imbalance of the impeller caused by air trapped inside of the housing during the wet test at the user facility. Based on the available information, there is no evidence to suggest that a device malfunction occurred. The most probable root cause may be attributed to insufficient de-airing during pump pre-implant test. An internal investigation evaluated events related to pre-implant wet test failures. Based on the available information, possible root causes of the reported electrical fault alarm event may be attributed to an improper connection of the driveline extension cable to the controller, an improper connection of the driveline extension cable to the driveline, or contamination in the connector(s). Other devices involved in this event: brand name: heartware ventricular assist system ¿ driveline extension cable, serial #: (B)(4) / model #: 100 / expiration date: unknown, UDI #: unknown. Device available for evaluation: yes, return date: 2018-11-01. Device evaluated by MFR: yes. Mfg date: unknown. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The pump and the driveline extension cable were returned to the manufacturer because the pump failed the wet test during the surgical preparation of the pump prior to implant. There was high power and an electrical fault alarm appeared on the monitor. It was noted that the initial jerk of the pump was high and there were also intermittent jerks while running. Turning the pump off and on did not resolve the situation. The pump and the driveline extension cable subsequently tested out of specification during the manufacturer's analysis. No patient complications have been reported as a result of this event.